Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that on (B)(6) 2011 the patient underwent an additional surgery to revise the mesh and it was noted "there was a small bowel obstruction "secondary to adhesion process" to a piece of the mesh" which was partially "excised it". Medical records are not available, however, adhesions are a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009: the patient underwent surgery for ventral hernia repair. A bard/davol sepramesh ip, reference number (B)(4), lot number wbsis206 containing an anti-adhesion barrier was implanted in the patient. On (B)(6) 2011: the patient underwent an additional surgery to revise the mesh. The surgeon noted there was a small bowel obstruction "secondary to adhesion process" to a piece of the mesh and that the small bowel was adherent to the mesh and partially "excised it." As alleged, the patient suffered severe and debilitating injuries and has suffered and will continue to suffer physical pain due to the alleged defective sepramesh ip.

Manufacturer narrative:
Addendum to the previous report. This supplemental emdr is being sent to correct the brand name of the device and provide the manufacture date for the device. A manufacturing review was performed which found that the device provided was manufactured to specification. With the current information available no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009: the patient underwent surgery for ventral hernia repair. A bard/davol sepramesh ip, reference number (B)(4), lot number wbsis206 containing an anti-adhesion barrier was implanted in the patient. (B)(6) 2011: the patient underwent an additional surgery to revise the mesh. The surgeon noted there was a small bowel obstruction "secondary to adhesion process" to a piece of the mesh and that the small bowel was adherent to the mesh and partially "excised it." As alleged, the patient suffered severe and debilitating injuries and has suffered and will continue to suffer physical pain due to the alleged defective sepramesh ip. Addendum per medical records: (B)(6) 2009 - patient was diagnosed with recurrent ventral hernia thereby underwent open hernia repair with the implant of sepramesh ip. Per operative notes, ¿the region of hernia sac was dissected down and the sac was excised. The defect was noted, a patch of sepramesh ip was cut to fit the defect and was secured circumferentially using sutures. A piece of absorbable hemostat was placed between the bowel and the patch.¿ (B)(6) 2011 - patient had abdominal pain and small bowel obstruction thereby underwent laparoscopic exploration converted to open repair with adhered portion of mesh removal. Per operative notes, ¿the area of adhesion was identified back of that patch (sepramesh ip) and it was then taken down. Laparoscopic approach was aborted the abdomen was opened in midline. The bowel was noted to be adherent to the patch and the area of the small bowel was excised.¿ (B)(6) 2017 - patient had abdominal pain and abdominal mass. (B)(6) 2017 - patient was diagnosed with ventral incisional hernia thereby open repair with the implant of synthetic month. Per operative notes, ¿the hernia sac and the fascial defect were encountered and were dissected. The hernia sac was entered and was noted to contain bowel. A serosal defect was encountered in the small bowel and was corrected. All surrounding adhesions were lysed. The fascial defect was noted and was closed primarily with sutures. Once this was done an on-lay mesh (prolene mesh) that was tailored to the appropriate size and was secured in place with staples.¿ attorney alleges that the patient had hernia recurrence, adhesions, bowel obstruction, pain and emotional injuries. It is also alleged that the patient had small bowel dissection and serosal defect.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that on (B)(6) 2011 the patient underwent an additional surgery to revise the mesh and it was noted "there was a small bowel obstruction "secondary to adhesion process" to a piece of the mesh" which was partially "excised it". Medical records are not available; however, adhesions are a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 2 years 4 months post implant of sepramesh ip, patient was diagnosed with perforation, adhesions, bowel obstruction, hernia recurrence and abdominal pain thereby underwent repair with mesh removal. The instructions-for-use supplied with the device list hernia recurrence as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: a2, a4, b2, b4, b5, b6, b7, e3, d4(UDI no), g1, g3, g6, h2, h6, h10, h11 corrected field: h4(manufacturing date). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.